Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarms. Customer reports being in hospital due to blood infection. However, customer reports that blood glucose level shot up to 425 mg/dl and treated with manual injection and insulin pump. Troubleshooting was completed and resolved issue. Product will not be returned for analysis.